Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the physician was withdrawing the (B)(4) device after deployment through an 18fr st jude sheath and the leading olive became separated from the delivery catheter. There was no resistance when removing and no reported patient anatomy anomalies. The olive was trapped inside the valve of the sheath, so the physician removed the sheath and used a new one for the remainder of the procedure. There was no further sequela and the patient tolerated the procedure.

Manufacturer narrative:
The device was returned to gore histology for an engineering evaluation. Per the evaluation engineering confirmed that the leading olive was separated from the device and observed that there was no evidence of bonding between the polyimide and the leading olive. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the leading olive separation appears to be due to no bonding between the leading olive and delivery catheter.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.